Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of dizziness, headache, asthma (new or worsening) and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information received on 04/04/2022 and section h 11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of dizziness, headache, asthma (new or worsening) and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that the device passed final test. Evaluation method code grid, evaluation results code grid and conclusion code grid was updated.